Manufacturer narrative:
UDI(di): (B)(4).

Event description:
It was reported that increased capture thresholds and a drop in sensing were observed. Fluoroscopy revealed lead dislodgement. The lead was repositioned successfully. Patient was in stable condition post-procedure.